Manufacturer narrative:
The check of the manufacturing charts of the lot # involved did not show any anomaly on the 20 h-max rasps (lot # 2015af01q) manufactured with this lot #. No other complaints reported on this lot #. We will send a final MDR once the investigation will be concluded.

Event description:
During surgery, the h-max rasp (model # 9042.05.130, lot # 2015af01q) disconnected many times from the handle. According to the info reported, the handle, tested with other rasps, worked fine so the issue was identified to be related to the rasp. No reported consequences for the patient. Surgeon concluded the surgery by connecting the loose rasp with the handle for 1-2 more times. Event happened in (B)(6).

Manufacturer narrative:
The check of the manufacturing charts of the lot # involved did not show any anomaly on the 20 h-max rasps (lot# 2015af01q) manufactured with this lot #. No other complaints reported on this lot#. We received the rasp involved and analyzed its female taper (zone of connection with the male taper of the handle). A dimensional check on this part of the rasp did not show any anomaly which could have contributed to the intra-op issue reported. In addition, we performed a functional check with the returned rasp and a h-max handle available in our warehouse (as the handle involved in the intra-op issue was not returned to us). The two components could be coupled easily and properly, and no loosening/disconnection of the rasp was detected after assembly with the handle. No corrective action. The above analysis indicates that the rasp involved is fully functional. We cannot go back to the causes of the intra-op issue reported, this could be due to the presence of fragments of bone or tissue in the female taper of the specific rasp involved before its connection with the handle. This is the first and only similar complaints reported on a h-max rasp with model # 9042.05.xxx and, according to our investigation, this is not a product-related case. A total of over (B)(4) rasps belonging to this family have been marketed worldwide since 2008, giving a specific occurrence rate of (B)(4). Limacorporate reckons that these devices can safely stay on the market, and will keep monitored the market to promptly detect any possible similar issue.

Event description:
During surgery, the h-max rasp (model# 9042.05.130, lot# 2015af01q) disconnected many times from the handle. According to the info reported, the handle, tested with other rasps, worked fine so the issue was identified to be related to the rasp. No reported consequences for the patient. Surgeon concluded the surgery by connecting the loose rasp with the handle for 1-2 more times. Event happened in (B)(6).